Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) . (B)(6) 2003.

Event description:
Medical records received. Medical records reviewed for reportability. The patient was revised for broken femoral stem, left femur fracture, and severe pain. All components reported for pain. Fracture happened 14 years after implant.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned to customer quality. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Review of the device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.